Manufacturer narrative:
(B)(4). The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was also received with broken belt clip rails, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had cracks in it. The insulin pump was exposed to fluid and had fluid under the display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.